Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 on the homechoice (hc) machine during dwell. The home patient (hp) had already discarded the disposables and ended therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was not returned, therefore, baxter cannot determine root cause. A follow-up report will be submitted if any additional information is received. A 510k number cannot be provided in this report because the product code is unknown at this time.